Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient that started the trial on the (B)(6). It was reported that the patient had not been ¿feeling real good with this thing.¿ someone changed the settings on it and the patient ¿sorta¿ had to go and leak all the time. She would wet a pad. The setting was changed because it was hurting down in the vaginal area. The patient already had so much pain from cystitis of the bladder, she didn¿t need it there, so someone tried to aim the stimulation at a different area. It felt ¿a little ouchy.¿ it was at eight and the reprogramming turned it down to six. The patient was advised to turn it down more because it was discomforting the patient. The patient was scheduled for an appointment on (B)(6) 2015 for the implant. The patient noted that she was bruised. The patient¿s log noted that on the (B)(6) 2015 she voided, leaked, and changed a pad at about 3 o¿clock. There was also urgency. After that the patient voided 18 times until the time of the call on (B)(6) 2015. The patient asked if it was okay to take percocets, which sometimes did not agree with her and she had norco. She also had neurontin for nerve damage, which she sometimes took as it seems like she could get a little bit more sleep. The patient was advised to take whatever one the doctor told her to take. The doctor also had her on keflex, three times a day for infection. The patient noted that she was having more of an urgency and had a leak that was really bad. The pain would be really bad then and then she would have to go a little bit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.